Manufacturer narrative:
It was reported that a revision surgery was reported due to instability and pain. The associated genesis ii ps high flexion insert, genesis ii cemented tibial base plate and legion ps femoral component, used in treatment, were not returned. Thus, no product analysis could be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A review of instructions for use revealed the alleged failure is previously identified in the potential adverse events. Per our risk assessment, possible causes could include but not limited to device alignment, or joint laxity. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved and no patient records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as needed. Should additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was reported due to instability and pain. The femoral component, the baseplate and the insert were replaced.